Event description:
The patient called to report that she has been getting repeated motor error alarms. The reported blood glucose at the time of the call was 320 mg/dl, and it had not been treated. Troubleshooting revealed that the insulin pump had a flush drive support cap. Attempted to rewind the device, but it alarmed motor error. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.